Event description:
A center director reported that a patient who underwent bilateral photorefractive keratectomy (prk) was diagnosed with 'an abrasion or erosion' in the right eye, at the one week postoperative visit. Reporter informed that the patient complained of pain. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).